Event description:
The customer reported that the lma-fastrach et tube (size 7.0) would not stay inflated. The problem was discovered while in patient use. The user facility returned the lma for evaluation. No further information is expected.